Event description:
Boston scientific received information that upon interrogation this pacemaker was providing projected longevity calculations that varied in length. Boston scientific technical services (ts) suggested the patient seen every two months for device follow up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.